Event description:
It was reported that a pt underwent a laparoscopic myomectomy procedure on (B)(6) 2010. During the procedure, the device was inserted into the pt but the blades did not rotate. The device was swapped with a second like device and the case was completed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.